Event description:
The customer reported on (B)(6) 2013 she woke up with blood glucose reading 297 mg/dl and her bg history is as follows: time: 9:00 am, bg result: 410 mg/dl. Time: exact time was not provided, bg result: 421 mg/dl. Time: exact time was not provided, bg result: 451 mg/dl. She was feeling very nauseous and dizzy. At 3:00 pm the pod was removed and the insertion site was pouring out blood.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.